Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the lock line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4+. The first clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, when removing the lock line more than half way out, resistance was felt and the lock line could not be removed. Clip deployment was continued and the clip was deployed. After the device was removed from the patient anatomy the lock line was able to be removed by hand from the device. A total of three clips were implanted, reducing the mr to 2. The patient remained stable. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.